Event description:
It was reported that the battery longevity was estimated at 1.9 years, but at over 6 years a little over a year ago. A possible early battery depletion or longevity overestimation was noted. No intervention was performed. The patient was stable.